Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an incomplete flap during flap creation.

Manufacturer narrative:
Additional information provided. Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 3003288808-2018-00840 was submitted relating to this event. As further information pertaining to the event and investigation is received this report with manufacture report number 3003288808-2018-00840 will provide the additional information. The file related to manufacturer report number 3003288808-2018-00805 will be closed. The manufacturer internal reference number is: (B)(4).